Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the latex free urine foley catheter was inserted prior to c section surgery, but at the end of the theatre case the foley catheter slipped out. This was an ongoing problem with more than 20 reported incidents for this one device. Supplier given samples to investigate. Per follow up information received via ibc on 08apr2025, stated that no patient harm occurred.

Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. No actions can be taken at this time since a root cause was not identified. A DHR review is not required as the lot number is unknown. The product catalog and lot number for this device are unknown. Therefore, bd is unable to determine the associated labeling to review. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the latex free urine foley catheter was inserted prior to c section surgery, but at the end of the theatre case the foley catheter slipped out. This was an ongoing problem with more than 20 reported incidents for this one device. Supplier given samples to investigate. Per follow up information received via ibc on 08apr2025, stated that no patient harm occurred.